Manufacturer narrative:
As received, the implant coil appeared broken from the coils shell at the coil shell weld and missing. The coil was broke, which was not originally reported. The pushwire was found bent at the proximal end. Under the microscope, the coin was found located against the lumen stop with the shield coil present and with the detachment element extending out form the distal end of the pushwire. All other subassemblies appeared to be normal and no other anomalies were observed. Follow-up conducted for additional complaint details based on the returning in a broke condition, however no information has been received. The implant coil was not returned; therefore, any contributing factors from the axium prime implant coil could not be assessed. It is possible that the implant coil detached and became lost during return to medtronic for evaluation as they did not mention the implant coil detached at the time of the event. All devices are 100% inspected for damages and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during preparation of coiling treatment of a small posterior communicating artery aneurysm, the coil could not be inserted in the catheter after it advanced into the introducer sheath. The coil came out of the introducer sheath smoothly. Another coil was used and procedure was completed. There was no complication associated with this event. Based on the device evaluation found the implant found broken from the coils shell at the coil shell weld and missing.